Manufacturer narrative:
(B)(4). Review of the device logs confirmed an increased intraperitoneal volume (iipv) event. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv was determined to be insufficient drain due to a use error; inappropriate bypass of the low drain volume alarm. A labeling review of the homechoice apd systems patient at-home guide issued found to be sufficient. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration (uf) reading was 2801 ml, indicating the home patient (hp) drained 2801 ml more than the largest prescribed fill volume of 2300 ml. This meant the total drain volume was 5301 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. (B)(4) contacted the nurse on (B)(6) 2010 and notified the nurse of the incident of iipv that was found during the device evaluation that was identified. The nurse confirmed that hp did not report any issues or symptoms on or after the (B)(6) 2010. Per nurse, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.